Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the infusion set tubing intermittently. Blood glucose ranged from 64-480 mg/dl. Tandem's technical support reviewed the fill procedure with the customer and the customer was not properly removing air from the cartridge during the load process. Reportedly, a new cartridge was loaded to address the event.